Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed that fluid was leaking from the open hole at the sheath lap joint assembly. An open hole was observed at the sheath lap joint section of the device. There was no damage observed on the distal tip or guide wire exit port assembly. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from hub. Broken drive shaft and ic windup were found within the telescope section of the device. During flushing, fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. A test guide wire (0.014") was inserted and no indication of resistance in tracking the guide wire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the imaging catheter had difficulty crossing the lesion and lost image occurred. The unspecified target lesion was moderately calcified. During a percutaneous coronary intervention (pci), an opticross imaging catheter was selected to view the target lesion. It was reported that the opticross imaging catheter had difficulty crossing the lesion. The physician pushed the imaging catheter to make it cross; however, the image was lost. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, it was reported after product analysis that an open hole was observed at the sheath lap joint section of the device.